Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead underwent a procedure to move the implantable system from the left side of the body to the right due to venous insufficiency. The system was successfully moved to the right side, however when this lead was connected to the pacing system analyzer (psa) sensing and impedance measurements could not be obtained. The lead was then connected to the device and high out of range pacing impedance measurements were observed. It was determined the lead had fractured. This lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was thrown away by hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.